Manufacturer narrative:
The device was returned for evaluation with complaint of causing valvular regurgitation. Final analysis found no anomalies with the device. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's aveir leadless pacemaker was causing mitral valve regurgitation. The leadless pacemaker was replaced with a transvenous pacemaker. The patient was stable.